Manufacturer narrative:
The device has not been returned for evaluation. A review of the process confirmed that it had been processed correctly and was dispatched to the courier on time for a pre 9 delivery. It was concluded that the sub-contracted courier service delivered the component later than was arranged.

Event description:
It was reported by the surgeon that the delivery of a required component was delivered late to the hospital. A pre 9 delivery was requested, but this was not met.